Event description:
Customer reportedly rec'd results of 79 mg/dl and 151 mg/dl within 10 minutes on the compact plus system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number and exp date unk.

Manufacturer narrative:
The suspect product is the compact test drum.